Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer was off of the pump at the hospital and went back on the pump when she left the hospital. The customer was advised by their doctor to replace the pump with a new one. The customer was advised that the device would be replaced.